Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the spheres were not visible to the camera and not being tracked. A new passive marker as unpacked and used without any issues. There was no delay to surgical time, and no reported impact on patient outcome.